Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed. At this time, we are unable to determine the relationship between the device and the cause for the event.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used for ligation of esophageal varices on (B)(6), 2013. According to the complainant, during the procedure, the handle of the speedband superview super 7 device was turned by the physician and none of the ligation bands deployed. However, when the physician removed the scope out of the patient, three ligation bands misfired. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be stable.